Manufacturer narrative:
Pump received with cracked and bleeding liquid crystal display. Unable to perform the displacement due to cracked bleeding liquid crystal display.

Event description:
The customer reported via phone call that insulin pump was cracked. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.